Event description:
It was reported to philips that the fluoroscopy storage was not possible, which could impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect additional information related to the device use and procedure details, but the customer did not provide the information. The philips remote service engineer (rse) analysed the system remotely and confirmed that the fluoroscopy storage was not possible, which could impact imaging. Upon troubleshooting, the rse confirmed that the system was generating an alert related to image storage issue. The rse recommended to recreate the image store. To resolve the reported issue, the customer recreated the image store. After recreating image storage, the system was returned to use in good working order. The codes were updated based on the investigation outcome.